Manufacturer narrative:
(B)(6). Expiry date: december, 2016. (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional product code: hrx. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that (B)(4) manufactured the ria tube assembly min 520mm length-sterile, p/n 314.746s, and lot #7816850 on po # (B)(4) for 36 pieces delivered (B)(4) 2014 and processed on work order # (B)(4). Initially, the part conformed to the supplier¿s certificate of analysis, dated november 13, 2014, and was inspected and conformed to the synthes final inspection sheet # (B)(4), revision ¿c¿. The parts were labeled, packaged, sterilized (po # (B)(4)) at (B)(4) and released to the warehouse on (B)(4) 2014 with an expiration date of december 2016. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The ria tube assembly min 520mm length-sterile was made to the synthes drawing p/n 314.744, revision ¿k¿, released on (B)(4) 2012. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drive shaft is released of the reamer 13.5 mm in distal silicone portion of drive shaft; the reamer is left in the patient's medullary canal. Later in surgery the reamer had been removed to the medullary canal. Per device record, the surgery was extended for 30 minutes. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4): device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): a product investigation was performed ¿ the following devices were received: ria tube assembly (part # 314.746s / lot # 7816850) and reamer head (part # 352.250s / lot # 7761939). The devices were returned intact with evidence of use. The devices were inspected and are conforming to the specifications. One flange of the reamer head is bent out of specification, and could have led to the complaint condition. The damage appears to have been caused post-manufacturing, most likely during use or assembly. It is unknown what exactly caused the complaint condition. A visual inspection, functional test, complaint history review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is unconfirmed. Drawings for the devices were reviewed. No drawing issues or discrepancies were noted. The design is determined to be suitable for the intended use when employed and maintained as recommended. Proper use for the device(s) are addressed in technique guide. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.